Event description:
It was reported that there was a lead fracture and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and the distal conductor was fractured. It was also noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, and there was blood in/on the helix/lobe mechanism.